Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2015 it was reported to k2m, inc. That the serengeti retractors backed off of the screw head during a case in the thoracic spine most likely caused when it impinged on some of the anatomy during screw insertion.

Manufacturer narrative:
Follow-up #1/final report issued to include k2m's risk assessment review as indicated below. The retractors likely came off of the screw when it impinged on some of the anatomy during screw insertion. There is not a firm conclusion regarding this event since the subject part(s) were not returned for evaluation. Risk/phl: the serengeti risk analysis, risk-011 rev 2: hazard analysis, lines 15-20: serengeti retractor, addresses the scenario described in this complaint/MDR. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. A review of general manufacturing and inspection records did not reveal any contributing information/trends. The surgical technique guide and IFU are accurate and available to the surgeon - no edits required. This follow-up #1/final report has been issued to provide additional information related to the following sections: patient continues to do well. K2m inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report.